Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge leaked. However, the customer did not know where the location of the leak occurred. The customer's blood glucose level was 400 mg/dl and it was addressed with a manual injection.